Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of uterine perforation ('perforated uterus') in a 43-year-old female patient who had essure (batch no. 910508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), lasting 0 day, experienced genital haemorrhage ("excessive bleeding"), lasting 365 days and experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced back pain ("back, head and muscle pain"), headache ("head pain") and myalgia ("muscle pain"). The patient was treated with surgery (hystrectomy). Essure was removed in 2013. In 2013, the uterine perforation had resolved with sequelae. In 2014, the genital haemorrhage had resolved with sequelae. At the time of the report, the abdominal pain had resolved with sequelae and the back pain, headache and myalgia was resolving. The reporter considered abdominal pain, back pain, genital haemorrhage, headache, myalgia and uterine perforation to be related to essure. Lot number: 910508, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of uterine perforation ('perforated uterus') in a (B)(6) year-old female patient who had essure (batch no. 910508) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), lasting 0 day, experienced genital haemorrhage ("excessive bleeding"), lasting 365 days and experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced back pain ("back, head and muscle pain"), headache ("head pain") and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2013. In 2013, the uterine perforation had resolved with sequelae. In 2014, the genital haemorrhage had resolved with sequelae. At the time of the report, the abdominal pain had resolved with sequelae and the back pain, headache and myalgia was resolving. The reporter considered abdominal pain, back pain, genital haemorrhage, headache, myalgia and uterine perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.